Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device minute ventilation sensor was disabled by the signal artifact monitor (sam). Presenting electrogram (egm) showed minute ventilation noise, oversensing due to high out-of-range (oor) right ventricular (rv) shock impedance of greater than 200 ohms. This device remains in service and no adverse patient effects were reported.